Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no product code or lot number were provided. Without the actual device to evaluate, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the catheter snapped while in use. No patient injury reported.

Manufacturer narrative:
(B)(4). The catalog number and the lot number were not provided by the user facility. The device sample was discarded by the user facility.

Event description:
The customer alleges that the catheter snapped while in use. No patient injury reported.